Manufacturer narrative:
Initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation, the device alarmed system error 322. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be an out of adjustment link mounting screw. The link mounting screw requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.